Event description:
A peritoneal dialysis pt reported dialysis solution leaked during treatment identified by a wet spot on the carpet. The location of the fluid leak was unk and he reverted to manual exchanges to complete treatment. The pt's pd nurse reported the pt's effluent was clear and he did not receive prophylactic antibiotics. The nurse also reported the pt has a medical history of psychosis and was though to be experiencing a psychotic episode during treatment. No adverse effects noted. Sample is in the process of being returned.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.